Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced hazy drain bag. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with one dose of vancomycin (dose, route not reported) and one dose of ceftazidime (dose, route, not reported). At the time of this report, patient outcome was reported as "infection free going forward". Pd therapy was ongoing. No additional information is available.